Event description:
The customer reported a speaker problem with their intellivue multi measurement server x2. It is unknown if the device was in clinical use. There was no adverse event reported.

Event description:
It was reported that there was a speaker problem. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.